Event description:
Hosp reported that they were setting up the precision flow when they felt no gas flow as they were fitting the cannula to the precision flow delivery tube. They found no probable cause for the lack of gas flow. The disposable pt circuit was replaced and gas flow was present. The unit ran without incident. There was no pt involvement during the unit set up. The disposable pt circuit that was involved in the incident was discarded by the hospital. It is possible that the disposable pt circuit (dpc) was not seated correctly in the main unit. The operating manual instructs the user to completely seat the dpc. The user may not have followed these instructions. Although the operating instructions may not have been followed, vapotherm is taking a conservative approach to its MDR filing responsibilities by reporting this incident.